Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the balloon burst. Bav was not performed. When the 26 mm sapien 3 valve was placed across the native annulus, the valve did not inflate. The physician pulled negative pressure from the balloon and pulled blood. Fluoro showed the valve had not inflated and it was determined that there must have been a hole in the balloon. The sheath, delivery system and valve were removed. All new systems were prepped and the valve was able to be successfully deployed in an 80:20 aortic position with trace to mild pvl. The patient left the room in stable condition. On the back table, a pinhole was noticed on the distal portion of the balloon. Additional information provided confirmed the balloon puncture was so large that the balloon could not hold any volume, therefore the balloon never inflated. There was no extra volume in the balloon. The prep was nominal.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Visual and dimensional analysis was performed. The returned device was visually inspected for abnormalities. Visual analysis revealed a bend on the balloon shaft and on the flex shaft from the returned device packaging. A tear was observed on the crimp balloon proximal to the I/c bond. Uneven gouge marks were observed on the flex tip, indicative of diving. No relevant functional testing was performed on the device as the complaint was confirmed through visual inspection. The crimp balloon double wall thickness was measured, as a wall thickness under specification could have contributed to tearing of the crimp balloon. All measurements taken were found were found to meet specifications. During manufacturing, the delivery systems undergo multiple 100% inspections which cover the general specifications for the s3 balloon, the crimp balloon molding process, the crimp balloon to inflation balloon laser bond process, balloon pleat, fold and forming process, final inspections, flex catheter and the balloon catheter leak test process. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. Furthermore, the delivery system undergoes functional product verification testing and tensile product verification testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of history for the lot revealed no similar complaints for ¿balloon - torn¿. A review of the complaint history from feb 2017 to jan 2018 revealed 46 other returned complaints for ¿balloon - torn¿ for the edwards commander delivery system (all sizes): forty five (45) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears could be attributed to patient/procedural factors. One (1) of the complaints is pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the jan control limit for the trend category ¿damaged¿. A review of the device preparation manual and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Because it was reported that the balloon did not inflate during valve deployment, and de-airing was successful, it can be assumed that the balloon tear occurred after insertion in the esheath and before valve deployment. Potential root causes for the separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Uneven gouge marks were observed on the flex tip, which is indicative of valve diving during the procedure. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history reveal that the occurrence rate for the month of january 2017 did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time. At management discretion, a pra was previously initiated for risk assessment.

Event description:
During the pre-deco engineering evaluation, a tear in the crimp balloon proximal to I/c bond was confirmed.

Manufacturer narrative:
Additional information: the delivery system was returned to edwards lifesciences for evaluation. Visual and dimensional analysis was performed. The returned device was visually inspected for abnormalities. Visual analysis revealed a bend on the balloon shaft and on the flex shaft from the returned device packaging. A tear was observed on the crimp balloon proximal to the I/c bond. Uneven gouge marks were observed on the flex tip, indicative of diving. No relevant functional testing was performed on the device as the complaint was confirmed through visual inspection. The crimp balloon double wall thickness was measured, as a wall thickness under specification could have contributed to tearing of the crimp balloon. All measurements taken were found were found to meet specifications. During manufacturing, the delivery systems undergo multiple 100% inspections which cover the general specifications for the s3 balloon, the crimp balloon molding process, the crimp balloon to inflation balloon laser bond process, balloon pleat, fold and forming process, final inspections, flex catheter and the balloon catheter leak test process. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. Furthermore, the delivery system undergoes functional product verification testing and tensile product verification testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of history for the lot revealed no similar complaints for ¿balloon - torn¿. A review of the complaint history from feb 2017 to jan 2018 revealed 46 other returned complaints for ¿balloon - torn¿ for the edwards commander delivery system (all sizes): forty five (45) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears could be attributed to patient/procedural factors. One (1) of the complaints is pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the jan control limit for the trend category ¿damaged¿. A review of the device preparation manual and the procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned devices. Because it was reported that the balloon did not inflate during valve deployment, and de-airing was successful, it can be assumed that the balloon tear occurred after insertion in the esheath and before valve deployment. Potential root causes for the separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen; figure 5 shows uneven gouge marks on the flex tip, which is indicative of valve diving during the procedure. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient/procedural factors may have contributed to the event. A review of complaint history reveal that the occurrence rate for the month of january 2017 did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time. At management discretion, a pra was previously initiated for risk assessment.